Manufacturer narrative:
No parts were received by the manufacturer.

Event description:
A site representative reported that the imaging system is displaying an error message reading "frame rate below recommended levels.¿ no further details regarding this issue, or specifically when it occurred, were provided.

Manufacturer narrative:
A medtronic certified site biomed representative tested the o-arm system. The imaging system then passed the system checkout and was found to be fully functional. No fault found.